Event description:
Treatment of an unruptured saccular aneurysm located in the ophthalmic segment of the ica (internal carotid artery). During the procedure, it was reported that a section of the pipeline did not fully open; therefore, a j-shaped synchro soft guidewire and marksman were used to open the device. The pipeline was deployed successfully and immediate angiography showed slow blood flow in the aneurysm.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient(B)(4).